Manufacturer narrative:
The reagent lot number was 72663701 with an expiration date of 31-jul-2024. The provided qc recovery was within the customer's provided ranges. The field service engineer found there was worn rinse tubing. He performed preventive maintenance and the customer ran qc with no issues. Precision testing was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium (ca, gen.2) result from the cobas 6000 c 501 analyzer. The initial result was 5.9 mg/dl with a data flag. The repeat result was 9.8 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.